Event description:
It was reported that during placement of the vascular stent in the sfa in overlap with a previously implanted stent, the vascular stent could not be deployed any further after being released 2 cm. During the attempts to remove the delivery system with the partially released stent, the deployed portion of the stent entangled in the previously placed stent and fractured. The fractured part of the stent remained in the patient. A balloon was inflated and an additional stent was placed inside the fragment to fix it against the vessel wall. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.